Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and a particulate inside the male luer was observed. The particulate was black and embedded between the wall of the male luer. The reported condition was verified. The cause was determined to be from a burned particle of resin during the molding process of manufacturing. However, embedded particulate (not in the fluid path) is not likely to cause or contribute to a death or serious injury and does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set had particulate matter in the fluid path. There was a ¿dirt or dirt like substance¿ stuck inside the ¿hub¿ of the tubing further described as a ¿small, dark black/brown spot¿. This was observed when opening the tubing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.